Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for intractable chronic pain. It was reported that patient went to (B)(6) while stimulation was being turned on, and they passed through the anti-theft gate. Afterwards when confirming the settings, stimulation had been turned off. Stimulation was turned on again using the patient programmer. The telemetry data was unable to obtain. The cause was reported to be electromagnetic interference (emi). No further complications were reported as a result of this event.